Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was partially implanted it broke in half and then removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic has a small crack in the central optic zone, that may have been interpreted as the reported "broke in half" complaint. The lens is not broken in half. No associated products were returned for evaluation. Associated products were not provided. It is unknown if qualified products were used. Multiple follow up attempts to the facility were conducted without answer. The product investigation could not identify a root cause for the reported complaint. No associated products were mentioned. The use of non-qualified product combinations may lead to delivery issues and/or product damage. Information was provided that the ¿injector misshapen¿. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., d.10., e.1., e.4, and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, there was no patient harm reported. Additional information received and mentioned that, the injector misshapen.